Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: a4: patient weight updated.

Event description:
Manufacturer reference number:1627487-2023-05767. Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 where the leads were replaced due to lead migration.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8444902.

Event description:
It was reported that the patient was experiencing ineffective therapy. Further investigation revealed that the right l1 lead has impedances. It is unknown which lead is having impedance.